Event description:
It was reported that the patient experienced -feeling bad- and had recently been -zapped- while working under the hood of a car. The pulse generator exhibited backup operation. Attempts to download the device firmware failed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the device was in backup vvi operation due to a wire bond joint that was not bonded to the radio frequency flex module.